Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and hospitalization. Customer's blood glucose level was 426 mg/dl. Customer advised they wore the reservoirs that had been recalled by accident which resulted in hospitalization.